Event description:
The following was reported to hamilton medical ag: o2 supply failed. O2 input test failed. No patient involved.

Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. However, the technician at site has replaced the o2 mixer assembly and the device functions as intended. Hamilton medical ag case number is: (B)(4).